Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 11-aug-2013, UDI#:(B)(4) ; product ID: 3777-45, serial/lot #: (B)(4), ubd: 11-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been getting ¿jolted¿ by the ¿internal wiring¿. Patient services asked for the event date and they stated that ¿it has done that for a while¿. Patient services tried to clarify if this first started in 2019, but the patient stated that they ¿didn¿t know¿ but stated that they ¿questioned it about a year ago¿ (year could not be confirmed). The patient reported that if they pressed the lead ¿coil¿ in their back ¿a certain way¿ they felt a ¿zinning¿ sensation and stated that they didn¿t know if it was a ¿nerve or something else¿. They stated that is felt like ¿electric in water¿. The patient did indicate that they fall all the time and had ¿fallen for years¿ which may have contributed to the issue. The patient mentioned that they had a healthcare provider (hcp) appointment for (B)(6) 2019. The event date was asked but was unknown. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. The patient reported that the cause of the jolting wasn't yet determined. The patient reported that it had been mentioned but since it was hard to describe what it felt like to manufacturer¿s representatives (rep) on several occasions and no action had been taken. The issue was not resolved.

Manufacturer narrative:
Continuation of d11: product ID 3777-45, serial# (B)(6), implanted: (B)(6) 2009, product type lead. Product ID 3777-45, serial# (B)(6), implanted: (B)(6) 2009, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reported that sometime in 2018 (after current ins was placed, the patient initially said ("around this time", the agent understood this to be summer). The patient said not long after the implant was place, (month not known) her ins jolted her so she stopped using it and let the battery go dead and it had to be jump started. The agent clarified that this meant the battery depleted. The patient wasn't able to connect and the doctor had to restart. The patient reported that she thinks there is a short in the lead wire near where it loops before going into the battery. The patient reported that if she sits on a chair or leans sideways, it hits the spot where the wires loop, and it zings her like she's getting a shock. The patient said this started a while ago, and could not confirm a date/month or year. The patient noted she was not concerned with the issue and told her doctor this. The patient confirmed that the ins was jump started and that the reported issue was resolved.